Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Nurse stated that a button on the pt's infusion device is, intermittently, not functioning. No physiological effects were reported. Product was replaced and was requested to be returned for product eval.